Event description:
A pump with a constant unknown alarm. It is unknown when this alarming occurred. There was no patient injury or medical intervention necessary according to the hospital representative.